Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer inquires the pressure sensor fails during test. Failure device type: failure problem type: failure mode: case resolution: customer inquiry of the pressure sensor fails during test (8100, s/n (B)(4)). Customer mentions replacing the pressure sensor, and still fails testing. Suggested to customer to replace the logic board. Informed customer of our service level repair program. Customer given part number for replacement logic board. Transfer customer to our com for assistance with pricing to order replacement board. Informed customer, if any further concerns and/or issues to give a call back. End call.